Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 due to repeated coughing and shortness of breath for more than 10 years, heart fatigue for more than 3 years, aggravation and fever for 2 days. It was stated that the patient was diagnosed as exacerbation of chronic obstructive pulmonary disease, chronic pulmonary heart disease degeneration compensation, community-acquired pneumonia, secondary epilepsy, sequelae of cerebral infarction, hypertension grade 3 high-risk group and type 2 diabetes mellitus. The foley catheter was replaced on (B)(6) 2022. After the catheter was successfully inserted, 15ml of normal saline water was injected into the balloon for fixation and the leakage of saline water occurred from the bifurcation catheter, the user immediately stopped and pulled out the catheter. It was stated that the re-catheterization was performed and it was increasing the pain to the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Returned

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 due to repeated coughing and shortness of breath for more than 10 years, heart fatigue for more than 3 years, aggravation and fever for 2 days. It was stated that the patient was diagnosed as exacerbation of chronic obstructive pulmonary disease, chronic pulmonary heart disease degeneration compensation, community-acquired pneumonia, secondary epilepsy, sequelae of cerebral infarction, hypertension grade 3 high-risk group and type 2 diabetes mellitus. The foley catheter was replaced on (B)(6) 2022. After the catheter was successfully inserted, 15ml of normal saline water was injected into the balloon for fixation and the leakage of saline water occurred from the bifurcation catheter, the user immediately stopped and pulled out the catheter. It was stated that the re-catheterization was performed and it was increasing the pain to the patient. No medical intervention was reported.